Manufacturer narrative:
Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) processed in a sterrad 100s cycle. The bi was incubated for 7 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Corrected data: date of event: is being corrected to (B)(6) 2016. Additional information from the customer confirmed that the cycle cancelled. A cancelled cycle may limit the amount of hydrogen peroxide contact with the bi, which can lead to a suspect positive bi result. Events of suspect positive bi, where the cycle is cancelled, are not considered MDR reportable events.